Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found the hv output circuitry was damaged. The device was tested on the bench and high voltage lead impedance measurements were found to be anomalous. Destructive analysis was performed and a shorted transistor was observed. This is consistent with high voltage therapy delivery into a very low impedance load.

Event description:
This report is to advise of an event observed during analysis.